Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet bionic pancreas with a dexcom g7 experienced a hypoglycemic event, with the lowest cgm value of 68 mg/dl and a reported duration of approximately 10 minutes; the patient treated with oral carbohydrates including orange juice and gummies, after which glucose trended up to 72 mg/dl. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included agent troubleshooting and education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and no identifiable precipitating factor for the low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.